Event description:
Manufacturing plant received a bloodline sample from a dialysis facility. During visual inspection a partial kink on the arterial line just below the adapter connector on the main line was found. The sample had not been used.

Manufacturer narrative:
During visual inspection of the returned sample a partial kink was found on the arterial line just below the adapter connector on the main line. Results: the kink could be caused due to a wrong coiling of the arterial line. Corrective action: the coiling fixture was modified and a new module was created to improve the coiling technique on the code and was implemented on september 2004 and for the series. This was implemented on october 2004. We will continue to monitor for trends.